Event description:
In 2006, the lay-user/patient contacted lifescan alleging that her one touch meter was reading inaccurately high. The medical affairs specialist mailed a letter to the patient five days later since she could not be reached by telephone on two separate days. In 2006, in the evening, the patient self-administered an unspecified dose of insulin based on the reported meters's reading(s). Later, that same night, the patient developed symptoms of sweating, inability to communicate, shakiness, and going in-and-out of consciousness. The symptoms lasted for 1 hour. During that time, the patient tested four times and got readings of "65, 117, 62, and 82 mg/dl." The patient indicated that she felt as though her blood glucose was much lower than the obtained results. After testing on the reported meter, the patient administered self-care by eating food and/or drinking a beverage. The customer care advocate (cca) noted that the patient was not using the correct technique for cleaning her puncture sites. The patient performed a control solution test on the reported meter one day earlier that failed. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.